Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition. The hemostasis sheath and locator were returned fully mated. The carrier tube was found in the foil package with the kink on the shaft. The anchor had not been deployed and was visible within the opening at the distal tip inside the bypass tube. No signs of damage or deformation to the device were identified. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected properly, and no issue was identified with the device connection. Functional testing was performed by manually pulling the anchor. All the contents were able to deploy and the device tends to work as intended. The complaint was able to be confirmed for mechanical damage. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that reported that when they went to deploy the device, upon pulling the device back to prep for suture tamping the suture did not catch and instead unspooled. The patient was faring well, and the procedure was completed using manual compression. Additional information was received on (B)(6) 2023: the type of procedure was a neuro vascular procedure using a 6 fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The insertion site was above the bifurcation and below the inguinal ligament. There was no blood loss. The patient was stable. The procedure was completed successfully. There were no concomitant devices used with the angio seal device. A pre-deployment angiogram was performed.